Event description:
Incident occurred after 6 days postoperative after a pansinus operation. A 4cm nasopore forte was placed into each middle meatus and wet it intensively. The 6th day, the pt developed eye lid and cheek swelling as well as pain on one side while the other side was not problematic. An endoscopic inspection of the middle meatus revealed a capsulated undefinite conglomerate. The material was perforated with a suction device and the content was aspirated. Immediately after this removal, the pressure and discomfort was gone. Two weeks after this notification, pt had to be re-operated because he developed subsequent problems with a synechia.

Manufacturer narrative:
The product has not been received for investigation, nor was additional information received. If further information is obtained, a follow-up report will be completed.